Manufacturer narrative:
No physical damage was observed upon receipt of the nxt quick case (lot# 240402). Based on the reported details, the crew member's shoulder injury does not appear to meet the criteria for a serious adverse event. The event of a shoulder injury is possibly related to the device and not related to the procedure. The shoulder injury may also be attributable to the physical strain associated with carrying a heavy patient.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.

Event description:
A customer reported ergonomic deficiencies in the autopulse nxt quick case (serial/lot# (B)(6)), which contributed to a crew member sustaining a shoulder injury while the patient (285 lb) was carried by six people on the case tarp when the nxt platform performed compressions. Additional information about the shoulder injury (type, side, severity, and treatment) was not recalled or known by the reporter.